Event description:
It was reported that after a gastric bypass, the patient experienced staple line bleeding from the four reloads after firing. Five days after the procedure, blood in the stool was observed. The patient required extended hospitalization for five days and was admitted to the intensive care unit. No intervention was performed to address the staple line bleeding.

Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu (lot#p5c1345); sig30avm, tri 2.0 sig30avm 30 vsclr med 12mm (lot#n5b1411y); egia45avm, egia45avm egia 45 artic vasc med sulu (lot#p5c1325). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.